Event description:
Received information that alleged the fitbone nail implanted on left leg on (B)(6) 2026, did not lengthen. The nail was implanted and tested. As per the reporter after reaching the 4.3 cm lengthening, the nail stopped working. Patient underwent a revision procedure on (B)(6) 2026 to replace the nail.

Manufacturer narrative:
Device involved in this event has not been returned for investigation, but it has been requested to return. If the device is returned an investigation will be completed and a follow up report will be submitted.